Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had received multiple pump error alarms. The customer¿s blood glucose level was unknown. Troubleshooting was performed for power error detected alarm and cleared the alarm. The customer also states had received several alarms twice the last 4 days. Sending replacement. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected critical block error alarms during testing however, critical block error, line number 213 file number 30, and motor arm communication error alarm are found in the formatted history file due to a software error.